Event description:
The iv3000 does not stay on when showering. Pt cleans stomach where insulin pump will be inserted. Then IV prep wipe is applied, and cannula is inserted. The kit contains a dressing with a hole in the middle, which is placed over the cannula. The pt applies more IV prep and a second dressing #4007 is placed over the first one. Pt has had the pump come completely dislodged/off. The blood sugar level jumped, but was quickly back under control. The pt is not having any complications, only the dressing does not stay in place when showering. Outcome attributed to adverse event: cannula dislodged, blood sugar increased.

Manufacturer narrative:
The mfg records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. No customer samples were received for evaluation. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunctin with insulin delivery systems. The labeling on the package was reviewed. Although the instructins for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 3/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However we will continue to monitor for this type of complaint.